Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 344 and 107 mg/dl. Tests were done within 10 minutes. "Patient took 2 tests from one finger stick." Patient's applying blood technique was incorrect. Patient did not experience any adverse events. No further information has been reported.